Event description:
The customer reported that the heart rate on the central station monitor was 78 and the pt's heart rate was really 38. The customer stated that the central station monitor took 19 seconds to alarm once the heart rate got to 50.